Event description:
It was reported that during a procedure to treat a mid left anterior descending artery, 99% stenosed lesion at an acute bend, a xience v 3.0 x 23 mm stent was deployed. Post-deployment of the stent, there was a significant flow limiting dissection seen which was created by the distal stent edge. The dissection was covered by a xience v 2.75 x 15mm stent. Timi iii flow was achieved. The patient was reported as doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.